Event description:
Report received of the device prowering off on its own with no audible alarm. The device was returned to the purchasing department with a not that stated, "getting patient up to bathroom. Unplugged the pump and while pushing the pump to the bathroom, the display showed some type of warning and then it shut off without alarming. After caregiver put the patient back to bed and plugged the pump in, the pump turned on, but the settings were gone. "No further event details were available. There were no reports of any adverse patient affects. Though requested, no additional information was provided.